Event description:
The customer reported that there were problems with the cable attachment and the monitors were disconnected. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired the cable attachment. The system operates as intended.